Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6-type of investigation.\, investigation findings code, investigation conclusion code, componnent code. , h11. A getinge field service engineer (fse) evaluated the unit and found that "cylinder volume is broken, causing the alarm system failure. Checked the entire system of the iabp machine and it failed. Performed autofill calibrate test and the reading value did not match the factory standard. This was due to a cylinder volume device failure. The machine could not be tested due to the broken and deteriorated parts. The fse replaced cylinder volume and safety disk assy. All functional and safety checks were performed. Unit ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use discovered by customer, the cs100 intra-aortic balloon pump (iabp) alarmed system failure. There were no injuries or deaths reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.